Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. Patients mother reported that during deployment the sensor wire detached and was on the sensor applicator. The patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).